Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive support cap was loose and sticking out possibly due to dropping. Customer was disconnected from insulin pump longer than a week prior to call. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump passed operating current and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.